Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The supera sess referenced is being filed under a separate medwatch report.

Event description:
It was reported that during advancement of a 5.0 x 100 mm supera self- expanding stent system (sess), resistance was met with a sticky steelcore guide wire. In order for the guide wire to be wiped down, the sess was removed with resistance from the guide wire without force; however, the nose cone of the sess was pulled off [separated]. The sess was outside of the patient anatomy at the time of the separation. It was reported that the guide wire was likely not wiped down prior to advancement which caused the resistance with the sess. The guide wire was removed and wiped down prior to being re-advanced. A new 5.0 x 100 mm supera sess was advanced over the guide wire to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. It should be noted that the hi-torque guide wires instructions for use (IFU) states: before removing the guide wire from the wire dispenser, inject normal saline into the hub end of the dispenser to thoroughly wet the complete surface of the guide wire. Carefully remove the guide wire from the dispenser. If the guide wire cannot be removed easily from the dispenser, inject more normal saline and attempt to remove the guide wire again. Do not reinsert the guide wire into the dispenser once it has been removed. If the surface of the hydrophilic-coated wire becomes dry, wetting the surface with normal saline will renew the hydrophilic effect. Be sure to thoroughly rewet the guide wire before reintroduction into an interventional device. After the guide wire is withdrawn from the body, it should be wiped clean with saline-soaked gauze and kept wet. In this case, the reported violation of the IFU did not cause or contribute to the reported complaints as the wire is not supposed to be wiped with a wet gauze unless it is being re-used. A review of the lot history record and the corrective action tracking system database review and was not performed since the part and lot numbers were not reported. Factors that may contribute to the difficulty positioning and removing the guide wire and cause resistance between the devices may include, but not limited to, no or insufficient hydrophilic coating, incorrect coating, and/or hydrophilic coating not fully cured, inner diameter of the inner member, outer diameter of the guide wire, condition of the guide wire, device placement technique, buildup of blood, contamination on the wire or improper prepping or flushing of the wire. The investigation determined the reported difficulties of difficulty to position and remove and irregular texture appear to be related to circumstances of the procedure. Based on the reported information, it is likely that the guide wire was not prepped properly and/or dry causing sticky resistance and resulting in the difficulty to position and remove the sess from guide wire. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.